Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been contacted; no further information is available at this time. Should additional relevant details become available, a supplemental report will be submitted.